Manufacturer narrative:
(B)(4). Corrected information: device a was incorrectly submitted under this report #, the correct report # is 3005075853-2011-06646.

Manufacturer narrative:
(B)(4). Instrument b: (B)(4); pinion axle support. The analysis results found that the lts60a device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. Event could not be confirmed as no cartridge was received for analysis. The analysis results found that the lts60a device b was received with the firing mechanism damaged and with a tr60w reload loaded in the device. The reload was received partially fired and with the lockout spring normal. The device opened and closed as intended. No additional functional tests could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support and the short rack teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device partially fired and then locked out. The handles had to be manually opened and the release button was used to open the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.